Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2017. Reportedly, no anomaly was observed in the previous follow-up performed on (B)(6) 2018. On (B)(6) 2019, it was not possible to interrogate the device with two different programmers; no green light appeared on the programming head. The ECG showed slow sinus rhythm. However, when a magnet was applied, no pacing was observed. It was reported that the patient had been feeling more tired lately and near-syncope. The pacemaker was explanted on (B)(6) 2019 and was returned for analysis.

Event description:
The pacing system was implanted on (B)(6) 2017. Reportedly, no anomaly was observed in the previous follow-up performed on (B)(6) 2018. On (B)(6) 2019, it was not possible to interrogate the device with two different programmers; no green light appeared on the programming head. The ECG showed slow sinus rhythm. However, when a magnet was applied, no pacing was observed. It was reported that the patient had been feeling more tired lately and near-syncope. The pacemaker was explanted on (B)(6) 2019 and was returned for analysis.

Manufacturer narrative:
D3 (email address) corrected. F14 (email address) corrected. G1-2 (first name, last name, email address, phone number) corrected. Preliminary analysis of the returned device confirmed a hardware failure at the level of a low voltage capacitor.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The pacing system was implanted on (B)(6) 2017. Reportedly, no anomaly was observed in the previous follow-up performed on (B)(6) 2018. On (B)(6) 2019, it was not possible to interrogate the device with two different programmers; no green light appeared on the programming head. The ECG showed slow sinus rhythm. However, when a magnet was applied, no pacing was observed. It was reported that the patient had been feeling more tired lately and near-syncope. The pacemaker was explanted on (B)(6) 2019 and was returned for analysis.